Event description:
A malfunction was reported, identified by malfunction code [12-0x2071]. There was no adverse impact to the customer's blood glucose level as it was noted not to exceed 500 mg/dl. The customer was informed about the need for a replacement pump, and technical support arranged for the delivery of a replacement pump to the customer. The old pump's warranty was validated, and the pump was within its warranty period.